Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k32y, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient noted never having therapeutic effect. Therapy was not working . The patient was going to the bathroom every 2 hours and felt like he was not emptying his bladder. The patient started on program 1 and changed to program 4 - at 6.8 last week after talking with the manufacturer's representative. No stimulation sensation was noted. The day of the reporting the patient changed to program 2 at 4.6. The patient was increasing stimulation and not feeling stimulation. The patient changed to program 3 at 5.6 and was still not feeling stimulation. The patient was going to the doctor next week for a follow up appointment. The patient requested a field staff representative be contacted. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was later reported that the patient noted never having therapeutic effect,since implant. The patient was on program 1 at 5.4v. Since implant he had not noticed any change in symptoms. At night the patient uses the bathroom every 2 hours and caller had an accident today. The patient did not feel stim at all on program 4. The patient was waiting for manufacturer's representative to call back. The patient changed to program 1 at 6.4v today and does feel stim. Additional information received from the manufacturer's representative noted that initially after implant the patient told him he was receiving good stimulation and therapy. A little while after that the patient told the doctor the therapy was not doing enough. The patient's physician turned the stimulation off at that time. Patient went back to physician 2 weeks later stating he definitely wanted the stimulation back on. The device had been checked and there was nothing wrong with the device or leads. The representative had talked with the doctor regarding this patient. Both the doctor and the manufacturer's representative have a difficult time getting patient to describe his issue and the patient is unclear on his expectations of the device. There is also some concern that patient has not made any lifestyle modifications that would improve the device's ability to help him. Also some concern for patients cognitive ability with the device. The patient called the representative last week, patient will not adjust stimulation without assistance. Stimulation was adjusted. The patient noted he was going on a cruise so he had not heard from him since. The patient was receiving stimulation therapy, unclear as to percentage of improvement. Additional information received noted that there was not a 50% or greater symptom reduction. The event cause was determined. Reprogramming was noted on (B)(6) 2014 and (B)(6) 2014. The patient was recovered without permanent impairment. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.